Manufacturer narrative:
Additional information b1, b2 outcomes attributed to ae, b3, b5, d10, h6: b5: it was further reported that the event occurred in the medical surgical inpatient unit during patient therapy and the pharmacist noticed the "partial thromboplastin time (ptt) was not moving from baseline despite rate increases to heparin gtt". Upon assessment, the primary nurse noticed that the key clamp above the pump was fully clamped, and the pump was not alarming to signify this. The nurse established new heparin gtt. Should additional relevant information become available, a supplemental report will be submitted. H6: impact code have been updated to f12 and the health effect code to reflect additional information of serious injury from partial thromboplastin time (ptt) not moving from baseline despite rate increases to heparin gtt.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm upstream occlusion during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The problem of no alarm for upstream occlusion was not reproduced. The device was tested for upstream occlusion testing and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Additional information from the user facility reported, upon assessment, the primary registered nurse noticed that the key clamp above the pump was fully clamped, and the pump was not alarming to signify this. The spectrum's operations manual contains a warning to user that "ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.